Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand which was found to perform as intended. During testing the unit was tested for several minutes and the unit have no oder nor did the unit show any signs of smoke. The ablation and coagulation voltage output readings were within specified ranges. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors which can lead to smoking or smell include: when a wand is used, it will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. The smell could have been that during the case there was not sufficient saline flow causing the wand to burn the tissue causing the smell. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
During the case the unit is smoking and had a strong odor. No patient complications were reported as a result of this event.